Manufacturer narrative:
Fast run link left in after routine maintenance by service agent [not smiths medical] which would lead to overinfusion.

Event description:
Report reads - [non ce marked] - returned for evaluation after device returned to oxygen care belfast for repair. Alleged over infusion incident at daisy hill hosp - co down. Initially reported as alleged over infusion = device set to 55 - no other equipment in use at time of alleged incident. Device not tested in ebme. Infusion started at 14:00 in 2007 - time incident noticed 16:45 - syringe size 20 ml. Since initial report further information given by rep - patient had antidote for morphine and hospitalized overnight. Further info recd from rep- patient has since died.